Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of returned lead found an area on the lead body where all internal wires were broken. The fractures are consistent with the high impedance reported. The root cause of the fractures is unknown as there were no reports of the patient having any falls, trauma or accidents prior to the allegation.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and event information. Further information was requested but not received.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.